Manufacturer narrative:
Complaint conclusion: the daughter of a cordis patient called for medical information. The patient had an unspecified cordis stent placed in an "unknown vessel of the heart" due to a heart blockage on (B)(6) 1997. Beginning (B)(4) 2004 the patient developed a "blockage in the heart" and as a result had an unscheduled hospitalization, where a second double bypass and open heart surgery were performed on (B)(4) 2004. It is unknown if the cordis stent had actually restenosed. The patients medical history includes: allergy to sulfa, smoking and alcohol use in "social situations", diverticulitis, high blood pressure, double bypass surgery, cardiovascular disease, heart blockage and shortness of breath. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Restenosis is associated with the progression of cardiovascular disease and is a known potential adverse event following stent implantation and does not represent device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Well documented potential complication of stent placement is subsequent intimal hyperplasia and occlusion. Progression of atherosclerosis is an expected outcome of the disease process. Factors that may have influenced this event include patient, procedural, pharmacological and lesion.

Event description:
The daughter of a cordis patient called for medical information. The patient had an unspecified cordis stent placed in an "unknown vessel of the heart" due to a heart blockage on (B)(6) 1997. Beginning 2004-u-u, the patient developed a "blockage in the heart" and as a result had an unscheduled hospitalization, where a second double bypass and open heart surgery were performed on 2004-u-u. While hospitalized, the patient was prescribed ativan and as a result "had a reaction and became a lunatic." The events resolved 2004-u-u. Beginning u-u-u the patient "developed dementia." Due to dementia, the patient would "forget to eat" and had an unintentional weight loss where his "weight went down to 140 pounds." As treatment for the dementia, an unspecified medication was prescribed. Additionally, beginning u-u-u the patient developed "dental problems." The events remained ongoing. No additional information was provided.

Manufacturer narrative:
This device is available for testing and evaluation but has not yet been received for analysis. Additional information is pending and will be submitted within 30 days upon receipt.